Event description:
The manufacturer received information alleging a malfunction related to ventilator's proximal pressure sensor. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a malfunction related to ventilator's proximal pressure sensor. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's pollen filter needs to be replaced to address the issue.